Manufacturer narrative:
The pod was received with the cannula not deployed. Slide insert was not visible through the top housing viewing window. But the linkage assembly was found in fully deployed state from external view. Pod download data showed that it completed first and second priming, and then got deactivated by the user at the end of second priming. After opening the top housing of the pod, both the slide insert and the soft cannula were found retracted into the pod. Upon further inspection, catch beam was found to be incorrectly installed. This contributed to the needle mechanism failure to prevent the slide insert and soft cannula mounted to it, from retracting into the pod after needle mechanism got deployed. The incorrectly installed catch beam was determined to be the root cause of the reported needle mechanism failure of needle/cannula not deployed into the pod infusion site. Correction to d(4): lot number changed from unavailable to pd1c06022051. Expiration date changed from unavailable to 12/2/2021. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 6/2/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy at pod activation. The pink slide was not visible, indicating a needle mechanism failure.